Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise and drop in impedance. The patient would be followed up.

Event description:
New information noted that the patient was seen in clinic; however, no intervention was performed. The patient condition was good and would be monitored remotely via merlin.net transmission.